Manufacturer narrative:
Results of investigation: analysis on the log file shows no failure being detected. The user was only getting annoyed with the alarm. This has been captured as user feedback already been changed to a information message instead of a warning in since v6.0.1800.0. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
It was suspected that the issue was most likely that the ventilator acts as designed but the user was annoyed by the alarm. This has been captured as user feedback already and will be changed in v6.1.. At this time, the suspected device and log file has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e us ventilator was getting a constant minimum pressure alarm due to a possible leak during use on a patient. There was no known patient harm or injury as of this time.